Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a cracked housing. During analysis the reported issue was able to be duplicated. The device was powered up and it alarmed ec1210 which is a corruption of the memory of the circuit board. Service will replace the circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical c cadd legacy plus pump exhibited error code 1210. No adverse effects were reported.